Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the charring, we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage is created by an incorrect handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system and are working on a solution. CAPA (B)(4) has been started.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: spain. It was reported that the jaw of the caiman burned after there was sparking.